Event description:
The customer stated that she was taken by paramedics to the hosp, due to hyperglycemia. The reported blood glucose reading was 560 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. It was reported that the customer had contracted a virus while she was away from home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.